Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to loosening of the unknown component at the bone to cement interface. Depuy cement was used. Explanted size 2.5 cr femur, cr 2.5 x 12.5 rp insert and 2.5 mbt tibial tray. Original date of surgery not known. No op report available and no further information about this patient. Surgeon blames cement and implant. He switched from depuy to biometric 3 years ago due to multiple tibial loosening revisions, surgeon used depuy cement at that time. No part numbers or lot numbers available. Right tka revision. Doi: unknown dor: (B)(6) 2021, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.